Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant falsely depressed vancomycin (vanc) result obtained on a patient sample on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista® 500 intelligent lab system. The discordant result was not reported to the physician. The sample was reprocessed on the same dimension vista system and an alternate dimension vista system. The reprocessed results were higher than the discordant result and were considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant vanc result.

Manufacturer narrative:
Initial MDR 2517506-2021-00135 was filed (B)(6) 2021. Additional information (21-jun-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc reviewed the information provided by the customer and the instrument data. Calibration was within conformance, quality control replicates recovered within the customer's established range, and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. No process errors were identified at the time of the discordant result. No further discordant vanc results have occurred. A potential product issue has not been identified. The system is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.